Event description:
Vns pt has experienced an increase in heart rate the day after device output current was increased from 0.75ma to 1.0ma. The pt also indicated that they have experienced gum swelling and abscess (15 white spots on gums), pain at the generator site and headache. Further follow-up with treating neurologist revealed that the pt's device output current was lowered to 0.75ma and that the pt is fine. Neurologist believes that the pt became extremely anxious and that the abscess was secondary to the administration of dilantin medication.